Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited loss of atrial capture. The patient was atrially dependent and was feeling symptomatic with no capture.